Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the user called for assistance because the user was attempting to issue ativan 0.5 mg tab to patient 00fiw, but the system prompted for a validation code. The user stated that the pharmacy did not provide validation codes. A technical support specialist (tss) found a remote connection was established and it was identified that the cabinet was not syncing. The urls in aspsync were updated and the synchronized service was restarted, after which the cabinet began syncing properly. The client profile was then reviewed, and the validation code settings were adjusted according to the facility configuration. Specifically, the validation option was disabled to ensure the user would no longer be prompted for a pharmacy provided validation code. The system functioned as intended after technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the system prompted the user for a validation code when attempting to dispense ativan 0.5 mg tablets to a patient; however, the pharmacy did not provide validation codes. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.